Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that the pump wake button was stuck and the multiple issues occurred during the loading process. Customer's blood glucose level was 300 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.